Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded, and the tip of the device was damaged. At the distal markerband, there was a partial circumferential tear. Product analysis confirmed the reported burst, as there was a partial circumferential tear.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported.